Event description:
Related manufacturer report number: 2017865-2021-17231. Related manufacturer report number: 2017865-2021-17232. It was reported that the patient experienced a pocket infection. When placing pressure near the pocket site, pus came out. The system was explanted. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.